Event description:
The customer reported to customer service that the transformer broke and the wires are showing.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to retrieve the product were unsuccessful. In a f/u with the customer, she indicated that the transformer broken in half. She also indicated that she did not witness any sparking, fire or flame and that no injuries were sustained as a result of the issue. The product involved in the complaint has not been rec'd for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported that the housing broke in half and wires were exposed, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should add'l info or the original product be rec'd, resulting in new, changed, or correct info, a f/u report will be filed.